Event description:
It was reported that during a scheduled filter retrieval, it was identified that the filter, which had been implanted in the infrarenal location, had migrated 5 cm cephalad and was tilted by approx 30 degrees. The physician attempted to retrieve the filter; however was unable to retrieve it. The filter remains implanted and the physician is considering the course of action. The pt was reported to be asymptomatic and there was no report of injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The device remains implanted; therefore not available for evaluation. The event investigation is currently underway.